Event description:
A 3.0mm diameter by 24mm length s7 stent delivery system was inserted in an attempt to direct stent a moderately calcified lesion in the circumflex coronary artery. It was not possible to advance the stent delivery system beyond a tortuous vessel to reach the target lesion. The stent delivery system was pulled back in the coronary artery. Upon removal, the stent dislodged from the delivery balloon when it caught on calcium in the vessel. The dislodged stent was successfully snared and removed from the pt. Subsequently, the pt was treated with four s7 stents implanted at unknown locations in the coronary arteries. The pt was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The moderate calcification and vessel tortuosity may have contributed to the stent delivery system not reaching the target lesion and the stent dislodgement. The instructions for use were not followed for pre-dilatation of the target lesion.